Manufacturer narrative:
The device was not returned. Production records were reviewed. There were no nonconformities noted with the lot during production. All finished goods testing requirements were met prior to release. There was no evidence that the device failed to meet specifications and the report could not substantiated. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees has cause or contributed to the event described in the report. Riverpoint medical filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by FDA.

Event description:
According to the reporter, "surgeon was using mallet to insert iconix knotless 1.4mm into the acetabulum, on insertion of the anchor the tip of the inserted sheath snapped off and stayed in the acetabulum, due to the nature of where it was the surgeon decided against removing it, another anchor was used in a different location with nil issues."